Event description:
It was reported that the implantable cardiac monitor (icm) experienced loss of contact. The device was explanted and replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.